Event description:
It was reported that during the surgical procedure the customer experienced several recoverable system faults. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system faults experienced by the customer were associated with the extended pt side manipulator (psm). The system was repaired by replacing the affected extended psm. The extended psm was returned to isi for failure analysis investigation. Engineering discovered two axis potentiometers to be out of specification, which consequently generated the system errors experienced by the customer. The system alarm (system generated fault codes) functioned as designed and there was no injury to the pt. The procedure was converted to open surgical techniques to complete the planned procedure. As of june 26, 2006, there have been no reported recurrences of the issue at this hosp.